Manufacturer narrative:
The soft canula was found to be flattened, however this damage did not prevent fluid from flowing through the complete fluid path during investigation. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts or drive stalls indicating there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation, and no issues were found. The exact cause of the irritation could not be conclusively determined. The top housing was found to be cracked. Inside of the device no corrosion or traces of liquid was found. Download data did not show any abnormalities. Even though the exact timing could not be determined the clean download data indicated that the cracks occurred after the run. The cracked housing did not contribute towards the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 381 mg/dl while wearing the pod between 37 and 48 hours on the arm. Hyperglycemia treated with a new pod.